Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a roux-en-y gastric bypass, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure.

Event description:
According to the reporter, in a roux-en-y gastric bypass, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure. There was blood loss of approximately 100 cc.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a roux-en-y, after firing, there was bleeding identified at the proximal corner of the jeju-intraluminal staple line. The issue happened with two reloads. The bleeding was obvious immediately and was controlled with packing of the jejunum with tonsil swabs and pressure.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # n5d1785y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.